Event description:
Additional information was received that the patient refused a revision procedure.

Event description:
During a remote follow up, high pacing impedance and a loss of capture were noted on the right ventricular (rv) lead. Technical support was contacted, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.